Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the display of her onetouch ping meter was hard to read. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter display began to be hard to read ¿one month¿ prior to contacting lfs. The patient detailed that she manages her diabetes with an animas pump with humalog insulin. The patient reported that on (B)(6) 2015, after the alleged meter issue, she developed a symptom of ¿vision issues¿ which she associated with high and low blood sugar and stated that on (B)(6) she increased the dose of her humalog insulin and ¿waited for her sugars to go down before eating.¿ the patient also stated that on (B)(6) at 02:30 to 03:30pm she had her blood glucose tested on a doctor¿s meter which gave results of ¿around 200mg/dl and over 200mg/dl.¿ at the time of troubleshooting the cca noted that it was a product usability issue and the patient was not able to read the display even with the backlight on or adjusting the contrast due to her eyesight. This complaint is being reported because the patient suffered a symptom suggestive of a hyperglycemic event after the alleged meter issue occurred